Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming and had a blank display. The customer was assisted with blank display troubleshooting. The customer's blood glucose level was 178mg/dl at the time of the incident. The customer stated that the insulin pump was neither dropped. The customer stated that the insulin pump was exposed to moisture. Pump exposed to fluid troubleshooting was performed. The customer stated the insulin pump was exposed to fluid/moisture when they had it on in a hot tub. The customer stated that the display went immediately blank after exposure to moisture and that there was also a constant tone. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.